Event description:
Procedure type: hernia. According to the reporter: the tip of the device broke off in the pt cavity. The tip was recovered and removed, and another endo dissect was used to continue the case. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).